Event description:
It was reported that the iqvia tech arrived on site and during functional verification the arctic sun device gave alert 41. Per review of wo notes it was determined that the device will need flow meter repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty flow meter. The arctic sun stat was evaluated upon receipt. (Arctic sun stat) 41 low internal flow. It was determined that the device will need flow meter repair. Flow meter was replaced. An electrical safety test was performed. A final inspection was performed. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia tech arrived on site and during functional verification the arctic sun device gave alert 41. Per review of wo notes it was determined that the device will need flow meter repair.